Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the spine navigation trackers were not reading correctly during case yesterday. The field representative (rep) stated that the orange tracker was the only one that worked out of two different trays. The rep checked the tray involved and could not replicate the problem.  Also checked in a separate case where navigation trackers were being used and did not observe any issues. Patient present, unknown delay. No known impact to patient outcome.  No further information available.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event was a posterior cervical fusion with a reported delay of 45 minutes. The event occurred intra operative.